Event description:
This is filed to report a leak and air embolism. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4 with a posterior leaflet flail and prolapse. An xtw clip was implanted with no reported issue. A second clip delivery system (cds, 20524r125) was attempted to be introduced, however air entered the system and went into the left atrium. All faucets and extenders were checked, and they were all well fixed. Aspiration was performed and the cds was removed from the patient. The entire system was flushed and a second attempt to introduce the cds was performed with the same results. Aspiration was required and the cds was removed from the patient and exchanged. The new clip was used to successfully complete the procedure, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak / splash was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported air embolism associated with air entering the left atrium was due to the cds leak. The cause of the reported leak / splash associated with the loss of fluid column during procedure could not be determined as no issue was found during device analysis. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.